Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported material deformation (stent damage) and difficulty removing from the guiding catheter was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 90% stenosed, de novo lesion in the distal left anterior descending artery. After pre-dilatation, the multi-link 8 2.5 x 28 mm failed to cross an angle of the coronary vessel. The device was withdrawn; however stent deformation was noticed due to the interaction between the device and the guiding catheter. The procedure was continued with 2 non-abbott stents. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.